Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angiography procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right popliteal artery. A 2x120x150 sterling balloon catheter was advanced to the lesion and upon the first inflation to 6atms the balloon ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is good. Additional information was requested and is not available.

Event description:
It was further reported that the 2x120x150 sterling balloon was used to dilate the lesion and was inflated to 6atms for 2 seconds.